Event description:
It was reported that the patient presented with his amibicor penile prosthesis (app) device no longer working. It was found that the device exhibited fluid loss, however the location from which the fluid loss occurred was not found. The app device was removed and replaced. There were no patient complications.